Event description:
The customer contact reported the device did not deliver a dose when the button on the bolus cord was pressed. The device was returned to the biomedical dept with a note that stated, "broken bolus cord receptacle." This was reported during set up prior to pt use. The nurse noted the bolus cord did not deliver a dose when the button on the bolus was pressed. Upon visual inspection, the nurse reported that one pin was reportedly stuck. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, one pin on the bolus connector on the device was broken; therefore, the device did not deliver a dose when the button on the bolus cord was pressed. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. During testing at the user facility, one pin on the bolus connector on the device was broken, resulting in the device did not deliver a dose when the button on the bolus cord was pressed. The customer contact reported the device was repaired at the user facility and has been returned to clinical use. This report represents all the information known by the reporter upon query by hospira personnel.